Event description:
It is reported that the device was implanted in 2007, and the patient had subsequent dislocations beginning five months later. The device was revised the following month, where it was noticed that half of the lip of the liner had broken off.

Manufacturer narrative:
Evaluation summary: sem analysis indicated there is evidence of impingement with the liner which may have contributed to the failure. The cause of impingement cannot be determined. Approximately 1/2 of the elevated portion of the liner is fractured off. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of fracture surface was conducted on the small rim fragment. Striated features observed on the fracture surface indicated that fracture occurred by fatigue. Fracture appeared to have originated at an impingement site at the rim/articulating surface junction. From origin site crack propagated in both directions along the liner perimeter and then turned into thickness of the rim. Machined notches on the rim did not appear to have played any role in this fracture. Energy dispersive spectroscopy analysis of the liner material showed a carbon (c) peak in spectrum, typical of uhmwpe.